Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was allegation that possibly the non-boston scientific leads had malfunctioned and noise was present. However, this patient was syncopal with asystole and this pacemaker was reprogrammed and later explanted. The device was not going to be returned for analysis. The non-boston scientific leads were also taken out of service.